Event description:
This pacemaker was explanted because it was reported that there was noise on the medtronic atrial lead causing the device to mode switch. Both the pacemaker and lead were explanted because it could not be determined which one was causing the noise. A new reply pacemaker was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
This pacemaker was explanted because it was reported that there was noise on the medtronic atrial lead causing the device to mode switch. Both the pacemaker and lead were explanted because it could not be determined which one was causing the noise. A new reply pacemaker was implanted.